Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that the insulin pump was delivering but they were not getting the insulin. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 858 mg/dl at the time of hospitalization. The customer's blood glucose was 170 mg/dl at the time of call. The customer stated that they were not feeling well prior to hospitalization. The customer stated that they gave manual injection for the blood glucose prior to hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The reservoir will not be returned for analysis.